Event description:
Complainant alleged that during biomed testing, the device's display was frozen and the device would not respond to input selection via the front panel membrane. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive functional testing without duplicating the report. The device was recertified and returned to the customer. The mfc (multi function cable) was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.